Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation it was reported that the stent was faulty. Additional information was received stating that there was too much inflammation to place stent.

Manufacturer narrative:
The sample was not returned by the customer for evaluation. A review of the device history record for the reported lot number indicates that the product was processed and released according to specifications. The customer stated that "there was too much inflammation to place the stent according to the doctor." The onset of inflammation and relationship to the procedure is unknown. The device was not returned for evaluation and no specific issues were reported, therefore, the root cause is unknown. The manufacturer internal reference number is: (B)(4).